Event description:
It was reported that pairing issue occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a signal loss over one hour occurred. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-166088 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.